Event description:
During a procedure, one grip (i.e. Jaw) of the bipolar forceps separated from the instrument. The grip was immediately retrieved from the patient by the patient side surgeon. No portion of the bipolar forceps instrument was left in the patient. No patient harm was reported. The case was completed with the da vinci system.